Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, dat and keypad voltage test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2022 22:46:19.000 and (B)(6) 2022 22:56:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2 and force sensor. No corrosion or moisture damage found on the battery tube, motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original pcba 1, pcba 2, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba1, pcba2 and force sensor. Please see below for pump errors/alarms noted 1 week prior to the event date 12-dec-2022 in the formatted history file.  Insert battery alarm (B)(6) 2022 23:02:15.000 batteryremoved (84) power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded 1 week prior to the event date 12-dec-2022 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2022 01:37:00.000 (B)(6) 2022 01:47:00.000 (B)(6) 2022 06:24:00.000 (B)(6) 2022 00:04:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2022 04:33:16.000 unable to test for lost sensor alert and sensor calibration error due to critical pump error (open book image) alarm. Pump error 61 alarm (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2022 21:08:49.000 the keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump error 61 alarm (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba1, pcba2 and force sensor. Pump exposed to moisture was confirmed. Pump error 61 alarm (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor that was detected during seating or regular delivery on the insulin pump. The customer also reported that there was a crack near the battery compartment, and the customer was taking a shower when the error occurred. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.